Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. During the procedure the exiting device was removed and a new aus was implanted. No information was provided about the patient's outcome.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to the device no longer working. A replacement surgery was performed in which the existing device was removed and a new aus was implanted. The patient did not experience further adverse events or complications.